Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with a stopcock inserted. A visual and microscopic examination found no damage to the tip of the device. The crimped stent, balloon and markerbands of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the posterior descending artery and atrioventricular (av) of the right coronary artery (rca). The 32 x 2.25 promus premier drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion even after repeated attempts. The physician suspected that the distal edge of the stent was lifted during the attempts to cross the lesion. The procedure was completed with another 32 x 2.25 promus premier stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the posterior descending artery and atrioventricular (av) of the right coronary artery (rca). The 32 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion even after repeated attempts. The physician suspected that the distal edge of the stent was lifted during the attempts to cross the lesion. The procedure was completed with another 32 x 2.25 promus premier stent. No patient complications were reported and the patient's status was good.